Event description:
Deployment of main body graft and contralateral leg graft was performed without complication. During advancement of the ipsilateral leg graft, the device was deployed prematurely in the external iliac artery. Ipsilateral limb was extended to the desired landing site with the deployment of a 14 millimeter iliac leg extension. In order to achieve a seal of the vessel at the distal landing zone, a 16 millimeter leg extension was deployed inside the previous leg extension, landing slightly lower and obtaining a good seal in the vessel. Physician elected to leave the prematurely deployed leg graft in place; no further intervention was deemed necessary. Completion angiogram noted patent hypogastric arteries on both the contralateral and ipsilateral side. No endoleaks were noted at the conclusion.